Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found on returned meter and test strips. Most likely underlying root cause of malfunction: user had an inaccurate reference. Manufacturer contacted the customer who is satisfied with the blood glucose reading from the new replacement. Customer was admitted at the hospital for medical attention unrelated to blood glucose problem.

Event description:
Consumer reported complaint for high blood glucose test results. The expected fasting blood glucose test result range is 120 to 140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported currently on (B)(6) 2016 as a result of actual blood glucose results. Customer was discharged from the hospital for an unrelated blood glucose issue on (B)(6) 2016 and is currently starting dialysis treatment. The customer's blood glucose levels were elevated while in the hospital and when she was admitted, her blood glucose was 247 mg/dl. But prior to discharge, her results were about 120 mg/dl fasting. Back to back blood test performed by customer fasting during call on (B)(6) 2016 produced results of 303 mg/dl and 311 mg/dl. The product is stored by customer according to specification. The test strip lot manufacturer's expiration date is (B)(6) 2016 and open vial date is (B)(6) 2016. The meter memory reviewed for fasting test results: (B)(6).

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Manufacturer contacted the customer who is satisfied with the blood glucose reading from the new replacement. Customer was admitted at the hospital for medical attention unrelated to blood glucose problem. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The expected fasting blood glucose test result range is 120 to 140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported currently on (B)(6) 2016 as a result of actual blood glucose results. Customer was discharged from the hospital for an unrelated blood glucose issue on (B)(6) 2016 and is currently starting dialysis treatment. The customer's blood glucose levels were elevated while in the hospital and when she was admitted, her blood glucose was 247 mg/dl. But prior to discharge, her results were about 120 mg/dl fasting. Back to back blood test performed by customer fasting during call on (B)(6) 2016 produced results of 303 mg/dl and 311 mg/dl. The product is stored by customer according to specification. The test strip lot manufacturer's expiration date is 11/13/2016 and open vial date is (B)(6) 2016. The meter memory reviewed for fasting test results: (B)(6).